Event description:
The customer stated that he tested his blood glucose using his breeze and breeze2 meters. The breeze2 read 462 mg/dl, while the breeze meter read 165 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.